Event description:
It was reported that the patient was feeling discomfort due to ipg migration. The patient underwent an ipg replacement and pocket revision procedure. The patient was doing well postoperatively. The explanted ipg was not returned per facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.